Event description:
Pt presented to reporting facility on (B) (6) 2008 for thrombectomy and angioplasty of left upper loop graft due to occlusion. Pt's loop graft was cannulated with a 4-french micropuncture catheter. The arterial limb near the anastomosis was very flat. A platinum 0.018 guidewire was advanced. It was noted to be posterior to the graft. The needle was pulled back, but the wire would not come out of the soft tissues. After multiple manipulations and a focal dissection, it was determined that the wire had become entwined in the soft tissues posterior to the graft. After multiple manipulations, approx 3mm of the platinum tip wire was left in the soft tissues posterior to the graft and not in the graft. No further dissection was performed and the approx 3mm piece of the platinum tip wire remains in the pt. Three sutures were left in place. Procedure was performed using conscious sedation. Pt did not require overnight hosp stay.

Manufacturer narrative:
Involved device not available for review. Mfg and inspection records reviewed. Involved device not available for review. Unable to determine cause without involved device. Mfg and inspection records did not indicate possible cause for failure.